Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was cracked reservoir tube lip, cracked display window, minor scratches on display window and cracked case near display window corners noted during our visual inspection.

Event description:
It was reported that customer had a no delivery alarm during priming or basal on the insulin pump. The customer's blood glucose level was 395 mg/dl. The customer changed set together with reservoir. The customer reported that motor stopped during priming without any alarm. The customer wants the insulin pump replaced. The customer was advised that we will send replacement.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.